Event description:
It was reported that, while in use on a patient this 980 ventilator generated a background fault. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient this 980 ventilator generated a background fault. The device was available for evaluation. A review of the ventilator logs indicated the ventilator entered into mix backup ventilation (buv) during use. The service personnel (sp) inspected the ventilator, confirmed the reported issue, and based on the code, replaced the proportional solenoid (psol) for air. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the psol for air. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return section h6 additional code added to the evaluation code result (annex c) due to analysis of returned part. H3 device evaluation summary: was updated due to analysis of returned part. Medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient this 980 ventilator generated a background fault. The device was available for evaluation. A review of the ventilator logs indicated the ventilator entered into mix backup ventilation (buv) during use. The service personnel (sp) inspected the ventilator, confirmed the reported issue in logs, and based on the code, replaced the proportional solenoid (psol) for air. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One psol for air was returned to medtronic for analysis. A visual inspection revealed no external anomalies. The psol was installed into a failure investigation test ventilator for analysis. The unit failed the leak test and further investigation determined the psol for air was faulty. If a failure of the psol for air occurs while in use on a patient, the ventilator response would be to enter into buv. The cause of the reported background fault and entry into buv, was isolated to faulty psol for air. Further action was not required because the event is included in a data monitoring plan. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.